Manufacturer narrative:
(B) (4). (B) (4). Eval summary - eval of the returned device found approx 5 mm of the guide wire tip entangled in the proximal end of the stent implant. The proximal end of the guide wire was not returned. Scanning electron microscopy analysis was performed on the guide wire distal tip and suggested that the shaping ribbon may have been subjected to ductile overload and the tip coils may have been subjected to torsional overload, which may have caused the tip to fail and detach. A wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. In this case, it was reported that "the xience prime stent deployed jailing the balance middleweight guide wire." Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. The device instructions for use states, "do not push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage." In this case, the interaction between the deployed stent and the guide wire contributed to the reported entrapment of the device as it was reported that the xience prime stent jailed the guide wire when it was deployed. Reportedly, the stent became stretched and the analysis noted the guide wire tip coils were entangled in the stent, which most likely occurred due to the attempts to remove the guide wire tip and stent from the anatomy with snares. Based on the investigation findings, it appears that the reported guide wire tip separation and damage are related to circumstances during the procedure. The lot history record for the guide wire was not reviewed and a query of the complaint handling system was not performed because the lot number was not reported; however, based on the analysis of the returned device, there is no indication of a lot specific product quality deficiency. Mfg performs a non-destructive tip pull test on each wire, performs 100% visual inspection of tip coils and performs outer diameter inspection, all prior to packaging. Quality control performs on line reliability test and verifies product quality, including visually inspecting a sampling of products after they are secured in the dispenser package.

Event description:
Device issue: separated guide wire/stent damage. Time of device issue: during the procedure. Adverse event: medical intervention. It was reported that during the procedure in the mid circumflex and left anterior descending arteries, the xience prime stent deployed, jailing the balance middleweight guide wire. An attempt was made to pull the guide wire back; however, the radiopaque portion of the guide wire separated and entangled in the proximal portion of the stent struts. A snare was used to capture the separated portion of the guide wire, but when attempting to remove through the guiding catheter, the stent began to stretch and the snare gave way. Another peripheral snare was used to successfully explant the entire stent. The left anterior descending artery was rewired and two xience prime stents were implanted successfully to cover the target lesion. There was no adverse pt sequela. No additional info is available.